Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) passed away. The patient was a passenger in a car his wife was driving. The patient became unconscious and the device reportedly delivered two shocks. The patient's wife drove immediately to the next hospital, but the doctors were unable to resuscitate the patient.